Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not be awaken in the morning. The customer's blood glucose (bg) was 20 mg/dl. The customer's spouse disconnected the customer from the pump and administered oral glucose. During the day, the customer's bg level was 180 mg/dl and the customer had not realized that the pump tubing was still disconnected from the morning. After reconnecting, a bolus of insulin was delivered. The customer discussed the pump settings with a healthcare provider (hcp) and found that the basal rate was set too high and was the suspected cause of the low bg. The hcp adjusted the basal setting.